Event description:
It was reported that the patient experienced a lead migration. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the lead was explanted and replaced. The issue has since been reportedly resolved.